Event description:
It was reported that the charger intermittently failed to charge the device, and a replacement charger was shipped. Customer care provided support through logistical review associated with replacement of the charger. Investigation of this case revealed a suspected charger malfunction consistent with intermittent power delivery. No clinical symptoms reported. Outcomes included no blood glucose impact reported. It was concluded that the event was related to a charger performance issue and that replacement was warranted.